Event description:
Complainant alleged that while attempting to monitor a pt, the device displayed a "lead fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The product has been received and a f/u report will be provided when our investigation is completed.